Event description:
It was reported that a tego connector had a damaged seal during use. It was stated in the report, ¿observed by home hd nurse: tego port has collapsed inward. No further information available.¿ the event was noted during use patient with no medication. The product is contaminated or contains biohazard or chemotherapeutic agents. Someone became aware of the event when observed by the home hemodialysis (hd) nurse.

Manufacturer narrative:
Two (2) used list# d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received, a seal collapsed, and seal tearing on samples #1 and #2 was observed, no mating device was returned for evaluation. The complaint can be confirmed. The probable cause of the tego port collapsing inward at the silicone access port is due to a variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot review was performed and no discrepancies, anomalies, or nonconformances were identified that might lead to the condition reported by the customer. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.